Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility in the (B)(4) reported a silver particle,that appeared to be metal, went into the eye upon the initial insertion of the phaco tip. The particle was removed with forceps. The case was successfully completed. There was no patient injury reported.

Manufacturer narrative:
Corrected to product issue and malfunction.

Manufacturer narrative:
Field d1 and d4 were corrected to basic vacuum phaco pack and bl5110 respectively. The complaint was originally submitted for coaxialvfm, which not a valid sku. Product surveillance reported that coaxialvfm is a bl5110 with an extra needle, so it was decided to investigate the product complaint as a bl5110 complaint. The device has not been returned for evaluation. The root cause is undetermined at this time. A review of the non conformance(nc) database revealed no ncs have been issued since 2014 for particulate coming from bl5110. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.